Event description:
It was reported that, "at the end of case, it was observed that the posterior foot of the instrument was broken."

Manufacturer narrative:
Visual examination, device history review, complaint history review, material analysis, functional testing. Results - visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows a total of 8 reported events since 2004. Functional testing confirmed that the keel punch guide would fit in the tibial template without interference and was within specification. Material analysis revealed that the devices fractured from an overload condition. Conclusion - the user misaligned the feet while assembling the keel punch to the tibial template and the forces present from impaction fractured the foot of the guide.